Event description:
It was reported that approximately 79 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, metal related pathology, discomfort, synovitis, and pain. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2023-00988 d10: 120-65-20 - (B)(6) - bone screw 6.5mm dia x 20mm long. 136-32-51 - (B)(6) - nv gxl lnr, +5lat, 32mm g1-48/50mm cups. 164-01-11 - (B)(6) -element-stem, collarless w/ha, std offset, sz 11. 170-32-93 - (B)(6) - biolox delta femoral head 32mm od, -3.5mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00988. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected/ additional information. The following sections were corrected/added: h6: component code, type of investigation. The most likely underlying cause for the revision reported is a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). Disassociation of the liner and subsequent wear of the acetabular cup and femoral head may have been due to extensive wear of the liner or incomplete seating of the liner at the time of implantation, which allowed for unintended contact between the head and cup. However, this cannot be confirmed from the reported information, and the devices, images, and radiographs were not available for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.